Manufacturer narrative:
The lead was returned due to cardiac perforation. Visual inspection found the helix retracted and clogged with blood. After cleaning, the helix could be extended and retracted. The full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead caused a cardiac perforation. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.